Event description:
At 7/a in 2000, the pt's fasting blood glucose result on their surestep meter was 36 mg/dl. Although the pt was feeling dizzy with vomiting, the pt followed their doctor's advice and consumed sweets. After add'l low meter results, the pt contacted 911 and was transported to the hosp after being treated with oral glucose by the emt's (followed 15 minutes later by a result of 350 mg/dl on the emt's meter). A lab result at the hosp was 358 mg/dl. The pt was treated and later released.